Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Date of event: the date of the event/study is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. Complaint conclusion: it was reported through the database related research activities (drra) report source on behalf of md-epidemiology, via study number rwe20_saf_010, there were twenty-two (22) patients that underwent an endovascular treatment procedure for an unruptured intracranial aneurysm with the enterprise stent (unknown product code/unknown lot #) vascular reconstruction device and experienced ischemic complications (aphasia or hemiplegia) at the time of index procedure and not present on admission. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Ischemic complications is considered serious and life-threatening and can cause permanent damage/death or may require medical intervention to prevent permanent damage/death. With extremely limited information available, the cause of the ischemic complications that the patients experienced are not known. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00007 and 1226348-2021-00008. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported through the database related research activities (drra) report source on behalf of md-epidemiology, via study (B)(6), there were twenty-two (22) patients that underwent an endovascular treatment procedure for an unruptured intracranial aneurysm with the enterprise stent (unknown product code/unknown lot #) vascular reconstruction device and experienced ischemic complications (aphasia or hemiplegia) at the time of index procedure and not present on admission.